Event description:
During a review of the site's system logs by an intuitive surgical, inc. (Isi) field service engineer, a system error code message indicating a brake fault on one of the patient side manipulators (psm) was observed. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes.